Event description:
It was reported that pump displayed malfunction alarm code 0-0x277d without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed that malfunction code did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.